Event description:
It was reported that at the last clinic check up, prior to receiving multiple shocks, the device was "good." It was also reported that the device indicated elective replacement. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.